Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00059 on 07-feb-2024. Additional information (14-feb-2024): the customer reported that calibration was in range at the time of the occurrence. Siemens further evaluated the event and concluded that sample integrity and sample handling issues potentially contributed to the falsely depressed sodium (na) and potassium (k) results as only one patient sample was impacted by this event. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Event description:
Falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl 200 instrument. The erroneous results were reported to the physician(s). The sample was repeated on the same instrument. The repeat results were similar to patient¿s historical records. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse adjusted the top seal and integrated multisensor technology (imt) pump rate. The cse replaced the x tubing and multi sensor and ran a dilution check and qcs, which recovered within ranges. The instrument is performing according to specifications. No further evaluation of this device is required.